Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported another ipg will not be implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry could not be established with the implantable pulse generator (ipg). It was noted the ipg was no longer functioning. The device remains in the patient and a generator change is planned. No patient complications have been reported as a result of this event.